Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt was put on the 1a transplant list due to ongoing hemolysis and suspected pump thrombus, and received a heart transplant.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.